Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to confirm motion sensor test failure alarm and unable to perform any tests due to motor error alarm. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a motion sensor test failure error. The customer¿s blood glucose level was 6.4 mmol/l. Customer states the alarm received was motion sensor test failure error alarm. The customer was advised that the pump needs to be replaced. The customer was advised to refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.